Event description:
It was reported that on an unknown date, a nurse reported a blood flow at the level of the tego cap when removing the lines. The catheter was clamped, and the liberal nurse removed and changed the tego cap. The membrane was completely turned over into the cap. Type of procedure: hemodialysis haemodiafiltration (hd hdf) post-dilution hdf pre-dilution high flux (hf). There was no harm to the patient reported. No additional information is available at this time.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, probable cause is unable to be determined.

Manufacturer narrative:
The complaint of backflow can be confirmed on the returned one (1) used d1000 tego connector. As received there were blood residuals inside the used tego and the seal was domed on the top. The d1000 tego was disassembled to evaluate the cause of the domed seal. The adhesive at the top of the yellow body slot used to anchor the seal from being pulled off the post during luer withdrawal was not present resulting in the seal resting on the top of the body post and doming/leakage on the top surface of the seal. The probable cause of the seal doming and subsequent leakage is due to an assembly error in ensenada where the adhesive was not appropriately placed on the tego. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information found in sections a, b, d. D9 - date returned to MFR: 12/1/2022

Event description:
The event occurred during lock administration.